Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The marker lumen blockage was not confirmed as there was presence of blood in the marker lumen. The reported marker lumen blockage treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial report filed, additional reported information indicates that the marker lumen of the proglide device was flushed prior to the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a proglide device via a 6f sheath after a diagnostic peripheral procedure. Reportedly, the proglide device was inserted but pulsatile blood flow was not noted at the marker lumen. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.